Event description:
It was reported that 8 years and 9 months following the implant of a transcatheter aortic valve, the patient experienced dyspnea and angina, and a coronary angiography revealed unchanged findings. Subsequently, worsening central aortic regurgitation and morphological valve deterioration characterized by leaflet thickening and calcification were observed. The patient was hospitalized for 30 days, underwent aortic surgery involving the creation of a composite apico-aortic conduit with the implant of a non-medtronic surgical aortic valve, and received three units of blood transfusion.

Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations.  Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h.6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.